Event description:
Litigation alleges that patient is having her left hip monitored due to issues with the pinnacle she had implanted in her right hip. They allege that she has experienced severe pain, weakness, decreased range of motion, and difficulty with activities of daily living.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.